Event description:
It was reported that during a case for an intertrochanteric fracture, the nail attached to the targeter was impacted using the appropriate impactor. After confirming the positioning via x-rays, it was observed that the targeter and nail had separated. The surgical team removed the targeter and hardware and proceeded with a different implant system (gamma 3 instead of gamma 4). The surgery was completed , with no adverse patient consequences or need for medical intervention, though there was a slight surgical delay.

Manufacturer narrative:
The reported event could be confirmed as the device was returned and matches the alleged failure. The nail-holding screw was stuck into the metal portion of the targeting arm, the damage is visible in the head of the screw where the screwdriver is inserted. We can see heavy deformation which is caused by the screwdriver rubbing into it with heavy force as the nail-holding screw stuck inside the metal portion of the arm. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user related as the device the deformation on the head indicates to application of high force. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a case for an intertrochanteric fracture, the nail attached to the targeter was impacted using the appropriate impactor. After confirming the positioning via x-rays, it was observed that the targeter and nail had separated. The surgical team removed the targeter and hardware and proceeded with a different implant system (gamma 3 instead of gamma 4). The surgery was completed , with no adverse patient consequences or need for medical intervention, though there was a slight surgical delay.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete